Event description:
Foot pedals gave way while pt was standing on them. Pt crashed to floor while in vertical position causing increased forces through bilateral lower extremities and lumbar spine. Pt stated immediate onset of low back pain. Clinical engineering has identified belt failure contributing to the loss of hydraulic pressure to the pedals.